Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen unresponsive issue was verified, but the screen on/quick bolus button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Customer continued to use the pump for insulin therapy.